Event description:
During administration, vanishing point syringe malfunctioned. Did not puncture patient so they did not receive any of this pulled medication. Medication spit and remained in vial. Manufacturer response for syringe, vanish point syringe (per site reporter).